Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the frayed lead was left implanted and is still in use. The explanted ins was disposed of by the hospital. It was too early to tell if the pain improved after replacing the ins. The cause of the pain was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: v588266, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot#: v568713, implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, serial/lot #: (B)(4), ubd: 12-nov-2014, UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 19-oct-2014, UDI#: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 10-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and via a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that in (B)(6) 2019, the patient started experiencing pain at the ins site. The pain was going from the buttocks down their left leg, and was occurring when stimulation was on or off. The patient met with a rep on (B)(6) 2019, but they could not interrogate the ins because the ins was discharged. The ins was replaced on (B)(6) 2019. During the replacement surgery, high out of range impedances were identified on electrodes 4-7. The hcp reported that one of the three leads was yellow in color and looked frayed. The rep ended up programming around the high impedances, which covered neck pain the patient was having. It could not be determined which lead (serial number) was the affected lead. No further complications were reported or anticipated.

Event description:
Additional information was received. It was reported that on 2019 (B)(6) the patient was admitted to the hospital with complaints of ongoing lumbar back pain around her spinal stimulation and abdominal pain as well as a burning pain radiating down her bilateral legs from the site of her stimulator. The patient was examined on (B)(6) 2019 by the healthcare provider (hcp) and requested a manufacturer's representative (rep) to discuss the spinal stimulator before making a decision. A rep evaluated the patient on (B)(6) 2019 and found the inss life span was to end in (B)(6) 2020. The rep also told the patient it was safe for her to undergo an MRI even though the stimulator was not MRI compatible. It was decided on (B)(6) 2019 to change the ins out to an MRI compatible battery which the hcp believed would allow the patient to safely undergo an MRI. The patient underwent a revision and replacement of the ins on (B)(6) 2019. The hcp replaced the ins but not the leads. The patient later underwent an MRI on (B)(6) 2019 of the lumbar spine without contrast during which the patient experienced burning pain in her neck and back as well as at the peripheral lead sites. The patient was informed on (B)(6) 2019 that the hcp did not change the leads on the ins when the ins was replaced and the leads were not MRI compatible. The hcp did not replace the leads at the time the ins was replaced because it was not his specialty. On 2020 the patient underwent surgery to have the entire system, ins and leads removed due to ongoing pain. After the surgery, the patient was informed that the leads were damaged, fractured, singed and one lead had snapped.

Manufacturer narrative:
Continuation of d10: product ID 3888-45, lot# v588266, implanted: (B)(6) 2011, product type: lead; product ID 3888-45, lot# v568713, implanted: (B)(6) 2011, product type: lead; product ID 3777-75, lot# serial# v432346003 implanted: 2011-02-07 explanted: product type: lead; product ID 97715 lot# serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.